Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5091049) that a female patient underwent breast surgery with 350cc mentor memorygel breast implants and experienced several unexplained systemic symptoms, including migraines, light sensitivity, horrible sinus issues, joint and muscle pain, night sweats, ulcers and hair loss. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.